Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay, they noted that patients results generated on the axsym digoxin iii were higher compared to axsym digoxin ii. There was no impact to pts mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.